Event description:
Event description guidant received information that while the patient was in having an a-flutter ablation, the implantable cardioverter defibrillator (ICD) displayed a <10 ohm shocking impedance message after a shock failed to convert the patient. The patient was induced and a < 10 ohm impedance was displayed again after a 31 joule shock failed to convert the patient. The patient was externally rescued. The ICD and lead system were removed.